Manufacturer narrative:
Patient information was unavailable from the site. The product has not been returned to the manufacturer, therefore no evaluation could be performed. Manufacture date was not available as the lot number of the instrument was unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an unknown surgical procedure. It was reported the screw thread on the ortho reference frame was damaged. The surgery proceeded as planned using a back up. This issue occurred perioperatively and did not cause any surgical delay. There was no reported impact on patient outcome.